Event description:
Additional information was received from the patient (pt). The pt reported the stimulator changed/stopped after the doctor changed the numbers and kept asking if it stopped yet. After it finally stopped after they changed the numbers, the doctor left it alone. The stimulator stopped after they changed the numbers. Pt reported since moving/twisting/bending, their neck has been a problem. The pt has left the device the same as the doctor left it. Pt reported falling on the device and the corner sticking out and could feel the corner of it, and it hurt. Patient uses a cane and walker. It is unclear if the issue has been resolved. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient was in so much pain they could barely stand themselves and had to get their walker going. The pain started a couple of mornings ago. It started yesterday morning. The pain woke pt up. This morning it was worse. Patient had not been in pain like that since implant. It tingles down their leg from where the implant is. The pain was right where the implant was. Asked if this was the pain that the implant was implanted for. Pt said yes. Pt said they felt no stim. Pt mentioned they saw a rep on the 17th. There were 2 reps. They changed several things with the device and pt did not know what they changed. They moved it to where pt did not have to charge every morning. Pt confirmed they had no falls/no trauma. The implant was at 70%. Pt wanted to know if they were supposed to feel pain and wanted more education on using therapy. Patient did not know what to do. On the call had patient use the controller and patient confirmed stim was on. Patient increased from 3. 5 to 4. 2 and still did not feel stim. Pt increased more. Reviewed pt can continue to increase and see if the pain gets any better. If not, patient should follow up with healthcare provider to schedule a representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.